Event description:
Medtronic received information that a (B)(6) year-old male patient with severe aortic stenosis underwent a surgical procedure to implant a 29mm stentless bioprosthetic aortic valve (serial unknown). Approximately 12 years later, he was referred for valve regurgitation. As conventional surgery was contraindicated due to his poor general condition and severe chronic obstructive airway disease, he underwent a valve-in-valve transcatheter aortic valve replacement (tavr) with implant of a 31mm transcatheter bioprosthetic valve (serial unknown). One year post-operative, the patient developed infect infective endocarditis (ie) due to streptococcus sanguis. A trans-esophageal echocardiogram demonstrated severe intra-prosthetic aortic regurgitation (ar) and cusp prolapse. Under antibiotic treatment, the clinical course was initially favorable, however due to severe ar, the patient became hemodynamically unstable, with low blood pressure, congestive heart failure, and cardio-renal syndrome. After five weeks of antibiotic therapy, as the patient was in a short-term life threatening condition and deemed inoperable by the heart team, the patient underwent a valve-in-valve-in-valve tavr, with successful implant of another 31mm transcatheter bioprosthetic valve (serial unknown).

Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.

Manufacturer narrative:
The products were not returned to medtronic. (B)(4). Title: valve-in-valve-in-valve: treating endocarditis of a transcatheter heart valve authors: caroline nguyen md; adrian p. Cheong, md; dominique himbert, md journal citation: catheterization and cardiovascular intervention, feb 23, 2015 doi: 10.1002/ccd.25899.

Manufacturer narrative:
Supplemental submitted to attach literature; no other additions or changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.